Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the displayed maintenance error. A field service engineer (fse) checked the machine and then checked the drawer out; all were working properly. The system functioned as intended, no problem with the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the maintenance required message displayed on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.